Event description:
The reporter indicated that a 12.6mm vicm5 12.6, -10.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to excessive vault. This resolved the problem.

Manufacturer narrative:
Patient weight- unk. Patient ethnicity- unk. Patient race- unk. This product is not marketed in the us. Claim# (B)(4).